Event description:
It was reported that this left bundle branch (lbb) brady lead was a case of an attempted implant due to unknown product performance issue. This lbb brady lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) brady lead was a case of an attempted implant due to helix issue as the helix was bent specifically during the burrowing portion. This lbb brady lead was replaced and never in service. No adverse patient effects were reported. This lbb brady lead was returned.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this left bundle branch (lbb) brady lead was a case of an attempted implant due to helix issue as the helix was bent specifically during the burrowing portion. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. The lead was returned intact and not severed when thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Upon examination, a deformed helix was noted, and the helix was found to be extended. Dried body fluid was observed in the helix housing, which is typical for active fixation leads. The coils were noted to be deformed approximately 180 millimeters (mm) to 182 mm and 565 mm from the terminal end. Testing was completed to assess lead electrical performance and a stylet insertion test also passed without issue, indicating no blockage of the lumen. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this left bundle branch (lbb) brady lead was a case of an attempted implant due to helix issue as the helix was bent specifically during the burrowing portion. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) brady lead was a case of an attempted implant due to helix issue as the helix was bent specifically during the burrowing portion. This lbb brady lead was replaced and never in service. No adverse patient effects were reported. This lbb brady lead was returned.